Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled generator changed due to eri. During the procedure, the atrial lead exhibited failure to capture. It had been noted as an issue with unipolar programmed for pacing and sensing. Review of x-ray showed lead had been pulled back into the svc. The physician elected to implant a single chamber pace maker as the patient could not undergo replacement of the atrial lead. The lead was capped on (B)(6) 2018. The patient was stable.